Event description:
Customer reported the screen on her insulin pump is faded. The device was exposed to sweat. There is fluid under the display. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.